Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient experienced bent and leaks in cannula issue on (B)(6) 2026 which leads to high blood glucose levels due to insufficient subcutaneous tissue at the selected infusion set insertion site. The infusion set was used for few hours, and site location was abdomen. The high blood glucose levels were treated by pen. No further information available.